Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient woke up feeling nauseated and uneasy and could not go back to sleep. The egv was low and it was not documented whether the bg was checked. He self-treated by unspecified means and the egv remained low an unspecified time later. The parent transported him to the ed. There, the bg was high while the egv was low. He was diagnosed with dka. No details about treatment were documented. He reportedly stayed in the hospital until the following day to monitor his sugar. At the time of the call, he was fine. Attempts by ts to contact the patient for more details about the event were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available